Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by severe abdominal pain and cloudy effluent. The cause of the event and treatment were not reported. The patient was hospitalized for the event. At the time of this report, the patient was recovering and pd therapy was discontinued. It was reported that the abdominal pain was decreased and the color of the effluent was clear. The reporter declined to provide additional information.